Manufacturer narrative:
(B)(4).

Event description:
The pt experienced new low back and lower extremity radicular symptoms secondary to a catheter malfunction. The pt felt the pump wasn't working. On (B)(6) 2011, the pump was interrogated and found to be normal; no alarms or stalls had occurred. On palpation, no abnormalities of the pump pocket or catheter tract were noted. An x-ray and MRI with contrast were done; the results were not reported. On (B)(6) 2011, the pump was reprogrammed and a bolus dose was given; dilaudid 0.350 mg, 0.219 mg bupivacaine and clonidine 1.531 mcg was given over a 5 minute period. On (B)(6) 2011, when attempting to aspirate from the catheter access port (cap), they were unable to aspirate. The pt outcome was reported as "ongoing event." The device system was used to deliver dilaudid, bupivacaine, and clonidine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.